Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 5 mg/ml at 0.3505 mg/day and clonidine 25 mcg/ml at 1.752 mcg/day via an implanted pump for non-malignant pain. An empty pump was reported and the hcp did not have access to the clinician programmer (8840). The patient was having a MRI and the hcp was asking about MRI compatibility and the pump. It was noted the patient came from puerto rico and at some point there the pump went empty and the patient stated the pump did not help anyway. The event dates for the empty pump and pump not helping were asked and unknown. The hcp had no further history. Now the patient was in the united states and has seen a pump doctor and the pump had been refilled. No further complications were reported/anticipated or expected.